Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.50 diopter into the patient's left eye (os) on (B)(6) 2019 . On (B)(6) 2019 the lens was removed due to excessive vault and significant reduction of irido-corneal angles. A replacement lens of shorter length was later implanted and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Corrected data: d11 - concomitant medical products and therapy dates: foam tip plunger model-ftp; lot#-unk should have been included in initial medwatch report. Claim#: (B)(4).